Event description:
Olympus was informed that during an unspecified urological procedure, the black tip of the resection sheath had broken off. The sheath was removed from the patient and a portion of the black tip was removed from the patient's bladder. An x-ray was performed from the patient's bladder. An x-ray was performed to find any remaining pieces but the users discovered that the tip was not made of metal and therefore not identifiable by x-ray. The user reportedly performed a cystoscopy in an attempt to locate other pieces of the black tip and was not able to visualize other pieces of the black tip in the patient's bladder. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the reporter to obtain additional information regarding the report and was informed that the subject device was being used during a cystoscopy clot evacuation fulguration of the bladder. The intended procedure was completed. There was no report of patient injury. The subject device has not yet been returned to olympus for evaluation hence the user's experience cannot be conclusively determined due to the absence of the device to investigate. If additional and significant information becomes available at a later time, this report will be updated.